Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure to control esophageal and gastric variceal bleeding performed on (B)(6) 2026. It was reported that during the procedure, the bands were entangled and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used to control gastric variceal bleeding. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for gastric variceal bleeding.